Manufacturer narrative:
The affected device is not expected to return. A follow up report will be submitted when the investigation of the complaint has been completed.

Event description:
The distributor reported that part of the configuration of the device resulted in incomplete sterilization. This defect was found during the distributor's initial inspection of received products. The device was not sent to a user facility.